Manufacturer narrative:
Additional information received from the local area sales representative indicated there was no intervention planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that the lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater that 125 ohms in all three vectors. Sensing was appropriate, however rv pacing thresholds had slightly increased to 1.2 v. A boston scientific technical services consultant recommended testing the integrity of the system by performing a 1.1 joule and max energy shock. To date, there have been no adverse patient effects reported.

Event description:
--